Event description:
Dr called to report that customer was in ER due to elevated blood glucose levels over 500 mg/dl. The dr thought the pod might not have been working, but did not provide any other details. Follow-up calls to the customer for more info have not been returned. No further info was available.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.